Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep provided a per form for an intra-op event. The form indicates an implant date in (B)(6) 2011, and an explant date of (B)(6) 2013. Reason for revision is unknown.